Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the all buttons were hard to press but the up and down arrows were the one that was hardest which makes it difficult to do boluses. Customer¿s blood glucose value was unknown. Customer stated that the there was a crack in the corner of the screen that makes it hard to see at the times. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. Customer was advised to replace the insulin pump due to damage. The insulin pump will return for the analysis.